Event description:
It was reported during a surgical procedure, the perforator bit plunged through the scalp. It was also reported that the dura was torn, and it was repaired with a sewn on duragen patch. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The perforator bit subject to this MDR was returned for evaluation. The manufacturing records were reviewed and all specifications were met. This included a 100% functional plunge test. Testing was performed on the returned part and results indicate that the plunge was most likely caused due to cutting at an angle instead of cutting perpendicular. The instructions for use for this perforator, has a warning which states "always ensure the perforator is perpendicular to the bone surface when drilling".